Event description:
It was reported that the customer found a thread-like foreign material from the pcb00 intraocular lens (iol). No damage to the lens and no problems about the procedure were reported. The cataract was taken out, irrigation aspiration (I/a) was done, and healon was injected before implanting the lens. As soon as the lens unfolded and positioned in the chamber, the customer saw the very thin black thread-like material. The surgeon took it out with a fine forceps and polished before closing. The patient is fine, but will be monitored just as a precaution. No additional information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted and the removed foreign material was not returned. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed as the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction or product deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.